Manufacturer narrative:
Correction: refer to d4, gtin#. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: the screw did not advance during t2 proximal lateral locking. When trying to push in, the screw broke. An alternative screw was used. The broken part was removed. The patient was not damaged and the procedure was completed successfully.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported: the screw did not advance during t2 proximal lateral locking. When trying to push in, the screw broke. An alternative screw was used. The broken part was removed. The patient was not damaged and the procedure was completed successfully.